Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/perforation (fallopian tube(s)/misplaced essure coil') and ovarian cancer ('ovarian cancer starting at the tubal fimbriated end') in a 35-year-old female patient who had essure (batch no. 626678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". Medical conditions: (B)(6) 2017-surgical pathology reports diagnosis. 1. Right fallopian tube and foreign body, salpingectomy complete luminal cross- section present. A foreign body consistent with essure procedure. 2. Left fallopian tube and foreign body, salpingectomy complete luminal cross-section present. A. Benign paratubal cyst. B foreign body consistent with essure procedure. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included vaginitis gardnerella and paratubal cyst. Concomitant products included amoxicillin, hydrocodone, methylprednisolone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), pelvic pain ("pelvic pain/ constant stabbing pain in pelvic area/labor like pain"), allergy to metals ("allergy-nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea,"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure. On an unknown date, the patient was found to have ovarian cancer (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), hypoaesthesia ("numbness in my extremities") and decreased appetite ("loss of appetite"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, female sexual dysfunction, pelvic pain, abdominal pain, allergy to metals, dyspareunia, nausea, migraine and fatigue had resolved and the ovarian cancer, hypoaesthesia and decreased appetite outcome was unknown. The reporter considered abdominal pain, allergy to metals, decreased appetite, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypoaesthesia, migraine, nausea, ovarian cancer and pelvic pain to be related to essure. The reporter commented: medical leave related to essure: yes patient received treatment for events ¿ pelvic pain,abdominal pain, dyspareunia (painful sexual intercourse), apareunia, fallopian tube perforation. Concerning the injuries reported in this case, the following ones were reported via social media-numbness in my extremities concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received new event added decreased appetite was added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/perforation (fallopian tube(s)/misplaced essure coil') and ovarian cancer ('ovarian cancer starting at the tubal fimbriated end') in a 35-year-old female patient who had essure (batch no. 626678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". Medical conditions: (B)(6) 2017-surgical pathology reports diagnosis 1. Right fallopian tube and foreign body, salpingectomy complete luminal cross- section present a foreign body consistent with essure procedure 2. Left fallopian tube and foreign body, salpingectomy complete luminal cross-section present a. Benign paratubal cyst b foreign body consistent with essure procedure. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included vaginitis gardnerella and paratubal cyst. Concomitant products included amoxicillin, hydrocodone, methylprednisolone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), pelvic pain ("pelvic pain/ constant stabbing pain in pelvic area"), allergy to metals ("allergy-nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea,"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure. On an unknown date, the patient was found to have ovarian cancer (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain") and hypoaesthesia ("numbness in my extremities"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, female sexual dysfunction, pelvic pain, abdominal pain, allergy to metals, dyspareunia, nausea, migraine and fatigue had resolved and the ovarian cancer and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypoaesthesia, migraine, nausea, ovarian cancer and pelvic pain to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for events ¿ pelvic pain,abdominal pain, dyspareunia (painful sexual intercourse), apareunia, fallopian tube perforation. Concerning the injuries reported in this case, the following ones were reported via social media-numbness in my extremities. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/perforation (fallopian tube(s)/misplaced essure coil') and ovarian cancer ('ovarian cancer starting at the tubal fimbriated end') in a (B)(6)-year-old female patient who had essure (batch no. 626678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". Medical conditions: (B)(6) 2017 - surgical pathology reports. Diagnosis right fallopian tube and foreign body, salpingectomy complete luminal cross- section present a foreign body consistent with essure procedure left fallopian tube and foreign body, salpingectomy complete luminal cross-section present. Benign paratubal cyst. Foreign body consistent with essure procedure. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included vaginitis gardnerella and paratubal cyst. Concomitant products included amoxicillin, hydrocodone, methylprednisolone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), pelvic pain ("pelvic pain/ constant stabbing pain in pelvic area"), allergy to metals ("allergy-nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea,"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure. On an unknown date, the patient was found to have ovarian cancer (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain") and hypoaesthesia ("numbness in my extremities"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, female sexual dysfunction, pelvic pain, abdominal pain, allergy to metals, dyspareunia, nausea, migraine and fatigue had resolved and the ovarian cancer and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypoaesthesia, migraine, nausea, ovarian cancer and pelvic pain to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for events ¿ pelvic pain,abdominal pain, dyspareunia (painful sexual intercourse), apareunia, fallopian tube perforation concerning the injuries reported in this case, the following ones were reported via social media-numbness in my extremities. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received - event injury updated to pelvic pain. New events allergy, abdominal pain, dyspareunia (painful sexual intercourse), apareunia, fallopian tube perforation, the patient did not undergo confirmatory test were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added on 20-sep-2019: pfs+mr+social media received- lot number were added. New events migraines / headaches, nausea, fatigue, ovarian cancer starting at the tubal fimbriated , end, numbness in my extremities were added. Pt of hypersensitivity updated to allergy to metals. Outcome of fallopian tube perforation updated to recovered / resolved. New reporter, medical history, historical and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.